Event description:
It was reported the patient presented to the hospital with dizziness. During interrogation, it was discovered the right ventricular lead was oversensing noise which may have triggered pacing inhibition. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was recovering after the surgery.